Event description:
Caller reported that a malfunction occurred on the pump, with no notable events preceding it. There was no adverse impact on the customer's blood glucose level as their bg did not exceed the specified thresholds. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.